Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a burnt auxiliary (aux) board capacitor in the blood parameter monitor (bpm). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the aux board in service. No additional action will be taken at this time.